Event description:
This is a pt that four years ago had a right total hip arthroplasty. She began noticing increasing pain over the last few months. The x-rays revealed some increasing radiolucencies around the stem as well as there appears to be a break in the stem.